Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure, the screw connecting the right atrial(ra) lead to the pacemaker was found stripped. The ra lead was capped and replaced, and the pacemaker was replaced during the same procedure. The patient was stable before and after the procedure.